Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
The automated impella controller was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that during use in the intensive care unit, the automated impella controller (aic) had an active placement signal alarm. The audible on the aic was not the normal sound of the yellow alarm. The impella cp with smartassist and the aic appeared to be functioning as expected. There was no harm reported.

Manufacturer narrative:
Updated h3 to ¿yes¿ as the device was received and evaluated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. No issues with the aic speakers were observed during the investigation.